Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria; the lens remains implanted. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an unexpected myopic outcome of -1.25 sph following an intraocular lens (iol) implant procedure. Additional information has been requested.